Manufacturer narrative:
Patient information unknown. This report is for an unknown plates: tomofix osteotomy/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: chareancholvanich, k., pornrattanamaneewong, c. And narkbunnam, r. (2014), increased cartilage volume after injection of hyaluronic acid in osteoarthritis knee patients who underwent high tibial osteotomy, knee surgery sports traumatology arthroscopy vol. 22 pages:1415¿1423 (thailand). The objective of this study is to evaluate the efficacy of repeated intra-articular hyaluronic acid injections in the treatment for knee osteoarthritis (oa) patients over a period of 1 year after high tibial osteotomy (hto) surgery. Total of 40 patients were enrolled in the study between february 2009 and june 2011. The study group consisted of 20 patients (4 males and 16 females) with mean age 57.7 ± 5.3 and the control group consisted of 20 patients (4 males and 16 females) mean age 58.8 ± 4.0. All patients underwent medial opening-wedge hto. Fixation was achieved with tomofix (synthes gmbh; solothurn, switzerland) and a locking screw. The control group did not receive any intra-articular hyaluronic acid injections during the 1-year period of study. The study group received 2 courses of intra articular hyaluronic acid injections with sodium hyaluronate (hyalgan) after surgery at weeks 2, 3, 4, 5 and 6 for the first course and at weeks 24, 25, 26, 27, 28 for the second course. Patients were followed up for a period of 1 year. Cartilage restoration outcomes were assessed by comparing magnetic resonance imaging (MRI) measured cartilage volumes (cc) taken at a pre-operative date (within the 3 months prior to surgery) and 1-year post-operation. Post-operative range of motion, evidence of radiographically observable bridging callus or trabeculae between fragments at 1-year postoperative and post-operative complications were recorded. The following complications were reported: two patients in the study group experienced skin discomfort upon palpability of the surgical implants. Patients in the control group had slight loss of cartilage volume at the lateral tibial plateau in the control group [-0.02 (0.39) cc]. This report is for an unknown synthes tomofix osteotomy system and unknown synthes locking screws. This report is for unknown plates: tomofix osteotomy. This is report 1 of 1 for (B)(4).